Event description:
It was reported that the surgeon was using a competitor's lens with a mtc-60cfp cartridge and during insertion the trailing haptic tweaked in the cartridge, then tore. The lens was removed without enlarging the incision and another same type lens was inserted, no suture required. It was reported that the pt is expected to be fine. They reported the cause of lens damage is due to the cartridge however, the mtc-60cfp was never approved to be used with the msi-tf injector.